Manufacturer narrative:
Added additional info, device was not returned for evaluation.

Event description:
During a laparoscopically assisted vaginal hysterectomy. It was reported the instruments stapled the tissue but did not transect the stapled tissue. 3/4/97 endoscopic scissors were used to transect the tissue. There was no consequence to the pt.